Event description:
Caller (customer's wife) reported the customer was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion. Caller further reported the customer visited his doctor's office and a reading of 280 mg/dl was obtained (unspecified source). Customer was diagnosed with hyperglycemia and administered an unknown medication. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The meter was returned and investigated with retained test strips. The meter powered on with button press and test strip insertion. Blank screen was not observed. The complaint is not confirmed. Note: the actual date of the reported medical event is unknown. (B)(4). All pertinent information available to abbott diabetes care has been submitted.